Manufacturer narrative:
The rv lead is surgically abandoned and will not be coming back for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a general change-out procedure, this right ventricular (rv) lead exhibited a high out of range pacing impedance of greater than 2000 ohms when connected to a new device. There was also no capture at maximum outputs, however no asystole occurred. There was noise on the rv channel although the device was not sensing it. The physician decided to surgically abandon and replace the rv lead. The remainder of the procedure proceeded successfully. The rv lead is no longer in service. No adverse patient effects were reported.